Manufacturer narrative:
Correction: device evaluated by MFR. It has been corrected in this additional report -1.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively issue was resolved.